Manufacturer narrative:
Unit passed rewind,basic occlusion,occlusion,prime and excessive no delivery alarm and displacement test. Numbers does not ramp up on its own or scroll bar moving with no input. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers are ramping. Customer also indicated that their blood glucose level was low at 170 mg/dl and was 200 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for the keypad button error and the low blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.